Manufacturer narrative:
(B)(4).

Event description:
It was reported that a spline break occurred. An intellamap orion was selected for an atrium activation mapping procedure. When the physician withdrew the device from the patient, he felt resistance. Upon removal, the orion was found to have a broken spline. The procedure was completed with another device. No patient complications were reported. It was noted that the patient did not have any unusual cardiac anatomy and the orion did not become entangled with any other catheters during the procedure.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes device evaluated by MFR: inspection shows spline 6 is detached at the proximal side of the array. The electrical test was performed and the device failed the test. Magnetic sensor resistance and inductance testing revealed both pairs are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The orion dfu indicates: "warnings: do not operate the catheter against resistance. If resistance is felt during advancement, retraction, articulation, deployment or un-deployment, stop and evaluate device location under fluoroscopy. Do not advance or retract the catheter through a sheath when deployed or articulated". And "precautions: to prevent entanglement, use care when using the catheter in the proximity of other catheters. Remove the catheter in case of any observed malfunction". (B)(4).

Event description:
It was reported that a spline break occurred. An intellamap orion was selected for an atrium activation mapping procedure. When the physician withdrew the device from the patient, he felt resistance. Upon removal, the orion was found to have a broken spline. The procedure was completed with another device. No patient complications were reported. It was noted that the patient did not have any unusual cardiac anatomy and the orion did not become entangled with any other catheters during the procedure.